Manufacturer narrative:
(B)(4). Reported event "stent migration." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) performed in the biliary tract and duodenum on (B)(6) 2016. On (B)(6) 2016, the patient was readmitted to the hospital with possible cholangitis. The physician found the advanix biliary stent migrated into the contralateral wall of the duodenum. The stent was removed and leakage of co2 was observed. A new advanix biliary stent was inserted, however, the stent moved into the visible defect of the contralateral wall of duodenum. The second advanix biliary stent was removed and the perforation was closed by an ovesco otcs (over-the-scope-clip). No further leakage was noted and the procedure was completed with a different device. The event was reported to be resolved.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was bent at 2.3 cm from the proximal end and one flap was kinked. There were also some marks of a retrieval device noted. The kink, bends and marks of the retrieval device most likely occurred during stent removal. Stent migration, perforation of bile ducts, liver and/or duodenum and peritonitis are listed as potential complications associated with ercp and are noted within the directions for use (dfu).therefore, the most probable root cause is "anticipated procedural complication" a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) performed in the biliary tract and duodenum on (B)(6) 2016. On (B)(6) 2016, the patient was readmitted to the hospital with possible cholangitis. The physician found the advanix biliary stent migrated into the contralateral wall of the duodenum. The stent was removed and leakage of co2 was observed. A new advanix biliary stent was inserted, however, the stent moved into the visible defect of the contralateral wall of duodenum. The second advanix biliary stent was removed and the perforation was closed by an ovesco otcs (over-the-scope-clip). No further leakage was noted and the procedure was completed with a different device. The event was reported to be resolved.

Manufacturer narrative:
Correction to: patient code - (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) performed in the biliary tract and duodenum on (B)(6) 2016. On (B)(6) 2016, the patient was readmitted to the hospital with possible cholangitis. The physician found the advanix biliary stent migrated into the contralateral wall of the duodenum. The stent was removed and leakage of co2 was observed. A new advanix biliary stent was inserted, however, the stent moved into the visible defect of the contralateral wall of duodenum. The second advanix biliary stent was removed and the perforation was closed by an ovesco otcs (over-the-scope-clip). No further leakage was noted and the procedure was completed with a different device. The event was reported to be resolved.